Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The rptr stated that during a surgical procedure to take a skin graft, the device failed to take a split thickness skin graft. Integra has requested add'l clinical info.